Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed.the unit is placed on extended tests with customer settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported lower oxygen reading than what is set on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire service technician was able to verify the reported problem lower oxygen. All testing was performed with a good known test ac adapter and patient circuit connected. Vent passed 168 hours extended tests with no unusual alarms or conditions occurring. Ventilator failed ts final test at pressure & oxygen blending performance pressure & oxygen blending performance failed for non-conformance with measured oxygen percentages at all tests 1, 2, 3, & 4. All measured oxygen percentages were below low specifications. Bench testing reveals oxygen blender is creating the non-conformance.